Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. "An attempt to reproduce the reported event using the minimed mobile app (software version 2.5.0) installed on iphone 15 pro (ios 17.5) with mmt-1884 780g pump (software ver. 6.21u) was conducted and confirmed the issue was not reproduced. The software did not successfully adhere to the specified requirements and did not perform in accordance with the expectations specified in the ble connect ios and android mobile software requirements specifications, d00780504 (item 3402296) version e. We were unable to conduct a thorough investigation due to the lack of diagnostic logs necessary to perform a comprehensive analysis. We performed our analysis using the analytics logs provided only. The latest captured pairing attempt has failed because of a sake handshake failure, resulting in a ""device not compatible"" message on the pump. The likely reason for the reported behavior is a known application defect which makes the app use a fake sake key during pairing. To address this issue, we provide the helpline with the following steps which have been proven effective in most of the cases: * settings > general > iphone storage > minimed mobile > delete app. By performing this step the customer will remove all the cached information related to the app. * remove the pump from the ios bluetooth settings. * restart the phone. * install the minimed mobile app * wait 10 minutes * attempt pairing again. * if the above steps didn't work, try switching the internet source (e.g. Switch from wifi to cellular) and repeat steps 1-4. It was additionally suggested to check if the date & time on the mobile device is set to ""set automatically"" and if the mobile device was not altered in any other way. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced software error, no communication pump to mobile. The customer reported, no adverse event. The event involved product(s) mmt-6102. Troubleshooting outcome was unknown. As unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6102.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.